Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 04/29/2019 to present date 12/28/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported that a few buttons on the keypad do not work. No patient involvement is noted.

Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported that a few buttons on the keypad do not work. No patient involvement is noted.